Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/29/2025, the user reported dropping their ilet device, resulting in a cracked screen and loss of functionality. A replacement device was arranged. Blood glucose was not affected.